Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). It was reported that the patient is pediatric using an adult receiver. It should be noted that the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The reported event cannot be confirmed without the return of the device. A root cause cannot be determined.

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report that the receiver had intermittent audio output on (B)(6) 2015. It was reported that the pediatric patient was using an adult receiver. No medical intervention or injuries were reported.